Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer was overfilling their cartridge. Tandem technical support educated the customer that this is off label. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 395 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Over filled: per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.